Event description:
It was reported that pulse generator exhibited premature battery depletion. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.